Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 22nov2019. The manufacturer¿s field service engineer (fse) was unable to duplicate the problem. The touch screen was working within specifications. The manufacturer¿s field service engineer (fse) replaced the touchscreen for preventive measures. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.